Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had recorded a signal artifact monitoring (sam) episode, respiratory rate trend(rrt) was disabled. In addition, it was noted that right ventricular (rv) lead pacing impedance measurements were high out of range, above 3000 ohms, noise and oversensing were also noticed. High within range impedance shock measurements were also noted. Technical services (ts) was consulted and recommended further evaluation. The noise was reproduced with the isometric maneuver, and intermittent high out of range pacing and shock impedance were exhibited. Rv lead fracture is suspected. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.